Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient underwent a revision surgery for removal of the infection; during the same procedure the abutment was removed. Subsequently on (B)(6) 2016, the patient underwent a surgical procedure to have an internal magnet placed. The implanted device remains. This report is filed may 2, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site as well as pain. Subsequently, the patient was prescribed oral antibiotics (dates not reported). The implanted device remains.